Event description:
It was reported that the right ventricular lead exhibited noise, causing pacing inhibition. Upon lead revision, an insulation anomaly was noted on the lead. The lead was capped and replaced. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.